Event description:
The patient experienced pain, paresthesia and dysthesia over the neurostimulator (ins) site. There was a suspected allergic reaction. There were no signs or symptoms of an infection. The total device system was removed. The patient recovered without sequela. It was noted that the device was disposed of at explant. Additional information has been requested.

Manufacturer narrative:
(B) (4).